Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and mildly calcified mid to distal right coronary artery. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, during introduction of the device, the shaft broke 30cm from the hub outside patient's body. The device was pulled and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.